Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant elecsys ca 19-9 immunoassay results for 1 patient sample on a cobas 8000 and cobas 6000 compared to the abbott architect method. The serial numbers of the cobas 8000 and cobas 6000 analyzers were not provided. The initial ca 19-9 result was >10000 u/ml with a 1:10 dilution on the cobas 8000. The result on the abbott architect was stated as similar. The physician requested a specific numeric result and the sample was repeated with dilutions. The repeat ca 19-9 result was 14500 u/ml with a 1:20 dilution on the cobas 8000. The repeat ca 19-9 result was 94000 u/ml with a 1:90 dilution on the abbott architect method. The sample was repeated again and the result was 15200 u/ml with a 1:20 dilution in a different laboratory on a cobas 6000. The physician believed the abbott architect was the correct result based on the patient's clinical history. There was no allegation of an adverse event. The calibration and qc were acceptable. According to product labeling, the recommended dilution ratio is 1:10.

Manufacturer narrative:
Calibration data is acceptable. Differences in results and reference ranges from ca 19-9 assays by different manufactures, in this case abbott, can vary due to differences in the types of antibodies used, setups of the assays, and standardization methodologies. Ca 19 9 values determined on patient samples by different testing procedures cannot be directly compared with one another and could be the cause of erroneous medical interpretations. The investigation did not identify a product problem. The cause of the event could not be determined.